Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID neu_unknown_ext, explanted: (B)(6) 2016, product type extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced an infection at the scalp implant site with heat, erythema, and secretion. The diagnostic methods included an examination on (B)(6) 2016 that identified the issue. The etiology was stated to be not related to the device/therapy, but related to the implant procedure; surgery/anesthesia were noted. The seriousness of the event was noted as resulting in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The actions/interventions included making an "incision on the right subclavicular scar where they are". The exposed extensions were explanted/replaced on (B)(6) 2016, and debridement and resection of the edges of the skin was performed. The event resulted in an in-patient hospitalization and an urgent care visit. The event remains ongoing with no further actions planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that an additional action/intervention was taken to resolve the event; the implantable neurostimulator (ins) was repositioned from the left abdomen to the left subclavicular on (B)(6) 2016. No further complications were reported/anticipated.